Event description:
It was reported the patient had a bad fall the night prior to the date of this report. The patient her ankle gave out and she had pain that shot both legs but greater on the left side. The patient also reported having 'rsv' and the pain was a 10. At one point the patient reported that the relief from the pump was 'same fine, normal' and questioned if the pump could also provide relief from every type of pain. The patient inquired about the safety of the pump and identifying the catheter if a type of imaging scan was needed on her foot. The patient could not drive due to a seizure. This device system delivered prialt. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s health care provider (hcp) had no knowledge of the events reported by the patient. The patient had last been seen by the hcp on (B)(6) 2013. On (B)(6) 2013, the patient had received a prialt dose increase. It was noted the patient had had an overdose on lyrica that occurred in (B)(6) 2013 due to a pharmacist transcription error and at that time had complained of feelings of a foreign body in her mouth, which was attributed to the lyrica overdose. On (B)(6) 2013 as well as (B)(6) 2013, the patient was seen in the clinic and the prialt dose was again increased. The patient did not report any adverse events at those times. Then on (B)(6) 2013 the patient was seen at the clinic, received a dose increase and had reported her pain was an ¿8 to 8.5¿.

Event description:
Additional information received reported when the patient had prialt in her device it caused weight loss. It was reported ¿sometime¿ in (B)(6) 2013 the patient was then receiving bupivacaine and no longer had prialt in the device. It was noted the patient had been given prialt for a year. The patient reportedly had been (B)(6) pounds and was now (B)(6) pounds. The patient reportedly had no idea that the prialt was going to ¿take her down so fast¿ referring to weight loss. (B)(6) 2012, the patient weighed (B)(6) pounds and lost 26 pounds ¿the right way¿ and then in one month lost 20 pounds ¿and it kept coming off¿. Primary care doctors reportedly had to put ¿tubes in her stomach¿ and the patient didn¿t want to do that again and planned to check into ¿the studies¿. It was noted the only reason the patient got the pain pump was so she could feel better and then she had ¿every side effect possible¿ to the prialt medication. The patient had reported the side effects from the prialt to (B)(6) and worked with a lady there. No further information was provided regarding what was ¿worked¿ on. It was then reported the patient ¿went through prialt twice¿, adjusted her medications herself, stopped antidepressants and ¿was on all this crap and doesn¿t know what is doing what and is still having all this pain¿. The patient reportedly was up to ¿7.6¿ and took all of her medications to ¿keep someone from having to go through this¿, the doctors didn¿t make her do it, and it was her decision. The patient wanted to have a non-narcotic option and wanted to have control over that. It was reported the patient had experienced sensory hallucinations as previously reported along with ¿full blown hallucinations¿ and would never forget them and would never had prialt in her pump again.

Event description:
It was further reported that the patient¿s pharmacy had made an error with her lyrica prescription. The patient¿s lyrica strength was accidently doubled. This occurred in september through all of (B)(6) and the pump had to be shut off at that time as they initially unsure what the issue was. The patient ¿started to have problems,¿ had side effects due to lyrica, and was scared. Reportedly, the lyrica side effects included a fever, dry mouth, a swollen mouth and lips that later ¿caved in¿ due to the bad skin from the swelling. Further, she stated her mouth was irritated and that every part where her teeth were touching her gums ¿it pulled.¿ her mouth was currently red, she felt ¿stuff¿ on her teeth despite having clean teeth and her skin stuck to her teeth. She was not sure if this was a sensory hallucination. At one time her tongue felt as if it split open. Her saliva remained thick and she needed to keep her mouth moist. The patient reported that she was ¿back up to where I was before it had to be shut off.¿ the patient stated when she had gotten down to the lowest dose of lyrica it was ¿pretty rough¿ and her memory was bad. The patient stated she was no longer on lyrica and had stopped a lot of medications including an antidepressant. The patient also dealt with pain from head to toe related to her complex regional pain syndrome and reported implant pain. The patient also reported ¿lightening, a really bright flash of lightning¿ which occurred a couple times a day. It was unclear if this was related to the lyrica or the prialt. The patient also reported that his vision seemed a lot clearer before. The patient was also taking oxycodone, biotene, vitamins for memory, and spoke of an ¿rsd¿ diet. She expressed regret for having the implant due to these experiences but wanted to help others through her trials. The patient stated she had been doing ¿this, the pain and the implant¿ now for a year with very little relief. Reportedly the patient experienced some of these same symptoms last september although this time it was just not as severe. The patient¿s does was recently increased and the patient had contacted the clinic to inform them on how she was recently feeling but had not heard back. She was curious as to the experienced side effects and what medication it could be related to, prialt verses lyrica. This was difficult to discern throughout the patient¿s call. The patient was scheduled to see her physician the following tuesday.

Event description:
Additional information was received. It was reported that the patient was still having issues and the drug had been removed from the system via system content removal. It was indicated that the system was confirmed to be patent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported from the pump implant for about one year following (while prialt was in the pump) the patient experienced hallucinations, hearing music, and strange mouth sensations like feeling thorns or numbing taste buds. It was further reported the patient experienced rapid weight loss/anorexia and the patient was (B)(6). It was noted bones were wasting away due to complex regional pain syndrome assisted by anorexia/weight loss. It was further reported there was an error in lyrica medication, which resulted in an eating disorder and corrected disorder remained. It was also reported changing drugs stopped the hallucination side effects, but not the anorexia and it was reported the patient also had post-traumatic stress disorder (ptsd) effects and was currently seeing a psychiatrist, psychologist, and counselor for these things. It was reported prior to pump implant she used to eat too much, never had a problem with food, and was "big boned." It was also reported the patient was suicidal for about three years after the hcp told her she could no longer work due to pain condition. Currently, the hcp told the patient she was too weak for surgery and she could barely lift her upper body/head. In regards to the hallucinations it was reported, "boyfriend poisoning with sugar, thorns in mouth while eating, fluid in ears and sinuses, saliva." It was also reported the patient had a "second" hallucination' that could have resulted in her performing homicide/suicide. In the hallucination two men were in her house had her tied up she could still remember their faces and she tried pulling plastic from mouth/throat for days after. It was noted the patient's friend brought her to the hospital after because she was unsure if it had really happened and if the patient may have been raped. It was reported the patient "didn't think she would make it out," was suicidal, found several notes she wrote to god during that time begging to help. It was also reported according to the patient somebody had attempted to murder her before and it took her until (B)(6) 2013 to get past hallucination. It was further reported the patient had noticed relief since on a new drug although the anorexia continued. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received reported the patient was hearing voices, there was something going on with their cell phone. The patient stated they had never been diagnosed with schizophrenia. The patient had depression and had full body crps and had since she was (B)(6). Since the patient has the pump put in the patient was hearing a man's voice. The patient has heard a few voices and can hear the voices talking about cell phone records. Per the patient the things they are talking about are things the patient wouldn't remember due to the medication the patient was on. The patient also has heard morse code and stated she heard one of the voices say "on behalf of (B)(6). The patient had never been in the military. The voices started in 2012 a few months after the pump was implanted and the medication in the pump at the time the voices started was prialt. The patient stated it sounds like a group of men hacked into her cell phone records. The patient stated it feels like she is being terrorized. The patient tried leaving her cell phone at home and going for a walk and when she did this she could only hear one voice. The patient also stated that after the pump was put in she heard another radio station coming in and she thought maybe it was someone else's pump. The patient stated last year there were quite a few voices, one of them she hadn't heard in quite awhile and they were talking about military info. The patient stated one of them said a name she had never heard before and they talking about things she would never have been aware of. The patient tried to be real honest with their physician about what they were hearing and they refused to fill the pump.

Manufacturer narrative:
.

Event description:
Additional information received reported that the patient experienced heart spasms and wanted to know the guidelines for external de fibrillators. The patient¿s pain was currently ¿10 out of 10.¿ it was noted that bupivacaine was put in the pump in (B)(6) 2013. It was stated that with bupivacaine, the patient had received a ¿little bit of pain relief.¿ the patient restated she experienced weight loss and sensory hallucinations associated with the use of prialt. It was stated that t he hallucinations started with a sensation in her mouth. It was described as ¿felt like nerve damage in her sinuses and felt like thorns were in her cheeks all the way to the other side.¿ it was also stated that the patient was not able to chew her food and never had a problem eating before the use of prialt. The issues began in (B)(6) 2012 and went on for a year. In addition to sensory hallucinations, the patient also had auditory hallucinations. It was mentioned that the patient started to hear music in (B)(6) 2012. It was further mentioned that in (B)(6) 2012, the patient had a hallucination that she was being murdered. The patient went on to say that the in the hallucination, she was being murdered and raped by two males. The patient also felt like she was given ¿the date rape drug.¿ there was also another occasion on (B)(6)-2013, when the patient thought she heard her recently deceased dog howling in the back of her vehicle, which almost created an accident. It was also mentioned that the patient sat by her dog¿s grave because the patient though her boyfriend buried the dog alive. It was also noted that at the time of using prialt, the patient¿s body pain level did go down. It was further stated that the patient¿s primary healthcare provider (hcp) thought she lost the will to live. Since the prialt was removed from the pump in (B)(6) 2013, the hallucinations went away, but the patient still did not have an ap petite. The patient reportedly struggled to keep weight on. The patient recently started to have flash backs. It was noted that the patient was diagnosed with post-traumatic stress disorder (ptsd) in 2010.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient described seeing 2 massive lions in her room in her first hallucination. The patient was afraid of going to the bathroom because she had to pass the lions. It was also noted complex ptsd (post-traumatic stress disorder) symptoms was what the patient was being treated for.

Manufacturer narrative:
(B)(4).

Event description:
On 5/27/2014 information was received from a patient indicating that when they had stopped eating they were afraid that they would end up in a mental house. They stated they were only there one time because they were exhausted from pain and did not know what to do. They stated they did not even eat three meals a week, and they were still suffering from anorexia caused by prialt. Their appetite never returned. They stated they could not see far away. The patient indicated that following their hallucination in which they were raped and murdered they 'could have been homicidal and suicidal'. They stated they did not have hallucinations anymore. The patient indicated that the pump was helping with their pain relief, and they now felt better physically. They were able to sleep, and things were going better. The current medications infused were bupivacaine and sufenta.